Event description:
It was reported the programmer cannot interrogate the device; it was suspected the connection port has problem as it was still unable to interrogate even if new programmer head was connected. It was also reported the monitor cannot keep at upright position. There are several physical damages in the programmer including front cover and handle. It is noted the programmer cannot be physically closed completely. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported interrogation issue; moving the connection cause the signal strength to change. The programmer would not interrogate due to the printed circuit board assembly. Analysis also confirmed the reported display positioning issue; the display will not stay in upright position due to the lower hinges. Analysis also confirmed the lower case handle is cracked. Analysis also found the hinge plate screws are missing, upper hinge plate is cracked, both latches are broken off of power cord bay door, and the latch is broken off of media bay door.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.